Manufacturer narrative:
Corrected information was provided in h.6. On initial MDR the FDA eval method code b14 was an error, hence removed and updated to b22. The manufacturer internal reference number is: (B)(4).

Event description:
A report was received from china health authority and reported that the patient has visited (B)(6) and underwent cataract surgery due to cataract in the left eye, during which a bifocal intraocular lens was implanted. On the first day after surgery, the patient complained of discomfort caused by glare and was instructed to apply eye drops while continuing to observe changes in condition.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).